Manufacturer narrative:
An event regarding wear involving a cobalt chrome head was reported. The event was confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The distal and taper surfaces exhibited burnishing and wear from movement against the femoral stem trunnion. The harder femoral head material had visibly less material loss than the mating trunnion." The mar concluded that "no material or manufacturing issues were observed on the device features evaluated." Medical records received and evaluation: a medical review was not performed because insufficient information was provided. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: review indicated there have been no other events for the reported lot. Conclusions: a material analysis was performed and determined that no material or manufacturing issues were observed on the device features evaluated. Additional information, including operative reports, progress notes and x-rays are however needed to fully investigate the event. If further information becomes available, this investigation will be re-opened.

Event description:
It was reported patient had revision of left hip due to something going wrong with accolade neck trunnion. Doctor removed accolade hip stem, 44 + 4 head and 44 g liner.

Manufacturer narrative:
An event regarding disassociation involving a cobalt chrome head was reported. The event was confirmed. Method & results: -device evaluation and results: visual inspection was performed indicating "the distal and taper surfaces exhibited burnishing and wear from movement against the femoral stem trunnion. The harder femoral head material had visibly less material loss than the mating trunnion." The mar concluded "no material or manufacturing issues were observed on the device features evaluated." -medical records received and evaluation: a medical review was not performed because insufficient information was provided. -device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. -complaint history review: review indicated there have been no other events for the reported lot. Conclusions: the material analysis confirmed "movement between the femoral head taper and the femoral stem trunnion caused wear and material loss within the taper junction." It is noted this device falls under the scope of an existing CAPA. Lot specific voluntary recall ra 2016-028 was initiated for the lfit v40 cocr heads within scope of the CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before march 4, 2011. The root cause analyses identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired. No further investigation is required.

Event description:
It was reported patient had revision of left hip due to something going wrong with accolade neck trunnion. Doctor removed accolade hip stem, 44 + 4 head and 44 g liner.